Manufacturer narrative:
Batch review performed on 18-jan-2024. Lot 2307529: 100 items manufactured and released on 13-jun-2023. Expiration date: 2028-05-23. No anomalies found related to the problem. To date, 76 items of the same lot have been sold without any similar reported event during the period of review. Additional component involved: batch review performed on 18-jan-2024 ball heads: mectacer 01.29.202 biolox delta ceramic ball head 12/14 ø 28 size m 0 (k112115) lot 2342836: 100 items manufactured and released on 22-nov-2023. Expiration date: 2028-11-01. No anomalies found related to the problem. To date, 07 items of the same lot have been sold without any similar reported event during the period of review.

Event description:
Revision surgery performed due to infection 26 days after the primary surgery. Liner and head were replaced.